Event description:
The device was received into product analysis. No other relevant information has been received to date.

Event description:
Generator product analysis was approved. Visual observations are most likely associated with manipulation of the device during the implant/explant procedures, showing burn marks in several locations. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant which may have been a contributing factor for the reboot. The battery voltage was seen to be at 1.98v eos on date of explant. Other than the reboot event, no anomalies were seen, and the device performed according to functional specifications. There were no other performance, or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during a planned repositioning surgery due to migration of the generator and pain at the generator site the device was seen to be at eos so it was replaced. The explanted device has not been received to date. No other relevant information has been received to date.